Event description:
Customer reported testing at work with the freestyle meter before eating lunch and receiving a reading of approximately 5.0 mmol/l. Customer passed out and the paramedics were called. According to customer, paramedics arrived a half hour later. Upon arrival, the paramedics tested the customer with their meter with a result of 2.2 mmol/l. It is not known which brand meter the paramedics used, nor how much time passed between readings. Paramedics transported the customer to the hosp. "Hypo stop" was injected and rubbed on the customer's gums as treatment. A control solution test was performed during the time of the call and the result was out of range.